Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study start date of august 1, 2023, is used for the estimated date of event. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jeska a. Fritzsche; paul fockens; marc g. Besselink; oliver r. Busch; freek daams; mattheus c. B. Wielenga; johanna w. Wilmink; rogier p. Voermans; roy l. J. Van wanrooij. "Optimizing eus-guided choledochoduodenostomy with lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-iip): a prospective pilot study." Gastrointestinal endoscopy 2025; volume 101, no. 5: 1009-1016. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a1502 captures the reportable event of positioning problem. Imdrf device code a0106 captures the reportable event of device stenosis. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e2326 captures the reportable event of cholecystitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf patient code e1709 captures the reportable event of a jaundice. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e2328 captures the reportable event of obstruction/occlusion. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
Boston scientific corporation became aware of an event involving axios stent and electrocautery enhanced delivery systems and wallflex biliary rx fully covered stent systems through the article titled, "optimizing eus-guided choledochoduodenostomy with lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-iip): a prospective pilot study", by jeska a. Fritzsche et al. Per the article, between august 2023 to april 2024, 27 patients suffering from malignant distal bile duct obstruction underwent eus-guided choledochoduodenostomy (eus-cds) using axios as lumen-apposing metal stents (lams) with a placement of a wallflex fully covered self-expanding metal stents through it. The article indicates some of the patients suffered the following adverse events post-procedure as potential device or procedure outcomes: cholecystitis, peritonitis, pain, cholangitis, perforation, jaundice, bleeding, pancreatitis and obstruction. These adverse events were treated with antibiotics, endoscopic procedures and medical imaging as required. Additionally, the article indicates some of the wallflex stents used or implanted had dislodgements, tissue overgrowth and obstructions.